Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator monitor lock. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator monitor lock kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator monitor lock was failed frequently and it was unable to recover. The field service engineer (fse) had investigated an intermittent failure of the smart remote manager. The harness was found loose on the latch. The fse cleaned the latch terminals and crimped down the harness connectors. The customer performed testing, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.